Event description:
Reporter stated she had received information "third hand" about a patient in the intensive care unit, where blood leaked from the connection of the female luer lock of the set to the male luer lock of tubing used for a peripheral arterial line. Reportedly, this required a blood transfusion. Although multiple attempts were made to learn additional details, none were provided.